Event description:
It was reported that this right atrial (ra) lead exhibited noise that was not oversensed. No adverse patient effects were reported. This ra lead remains in service. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).